Event description:
It was reported the patient lost stimulation and never had good therapeutic effect. The device remained on and the patient could feel the stimulation when palpating the area. The patient was planning to be seen in the clinic for troubleshooting. Additional information has been requested.